Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's highest blood glucose (bg) level was greater than 600 (mg/dl) with very large ketones. The customer's bg level was addressed with a correction bolus via the pump and a manual injection. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer was able to successfully load new supplies and resume insulin.